Event description:
It was reported that the patient received a notifier alert that the pacing lead impedance was out of range. The patient was physically unable to perform isometrics and positional testing and unable to follow directions due to poor health; therefore, lead integrity tests could not be performed. Monitoring will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.